Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found insufficient or incorrect reprocessing of the scope as evidenced by foreign material found exiting from the channel. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gif-hq190, evis exera iii gastrointestinal videoscope to olympus for repair due to a report that the "angulation was reduced and angulation control was too tight." Upon inspection and testing of the returned device, it was found that foreign material was exiting the channel. This report is submitted due to the foreign material exiting the channel. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material exiting from the air/water nozzle was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding insufficient reprocessing: "1.4 precautions. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the following information is stated in the instructions for use regarding cleaning the device immediately after each procedure: ¿precleaning the endoscope and accessories. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.